Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an insulin flow blocked alarm on 19-may-2026. The alarm was a past unresolved event. The patient discontinued pump use and was using manual insulin injections as instructed by the hcp.